Event description:
A hospital in (B)(6) reported via the mhra (UK) that an rt235 breathing circuit failed the ventilator leak test. The leak test was carried out prior to patient use.

Manufacturer narrative:
(B)(4). The hospital originally advised that the complaint breathing circuit was not available for evaluation, however, fisher & paykel healthcare has followed-up and the complainant has advised that they will return the sample for testing. We will provide a follow-up report upon receipt of the breathing circuit and completion of our investigation.

Manufacturer narrative:
(B)(4). Although it was reported that one breathing circuit had leaked, the hospital returned two breathing circuits for testing. The second breathing circuit had a lot number of 100618 (date of manufacture 06/18/10). Method: the returned rt235 breathing circuit was pressure tested for leaks. A lot check revealed one other complaint of this nature for lot number 100618 and no other complaints of this nature for lot number 100709. Results: a leak was found at the y-swivel piece of the two breathing circuits. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).

Event description:
A hospital in (B)(6) reported via the (B)(4) that an rt235 breathing circuit failed the ventilator leak test. The leak test was carried out prior to patient use.